Event description:
It was reported to vyaire medical that the vela ventilator was auto-cycling. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: com (B)(4). 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer was provided with part number and pricing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.